Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 445 to over 600 mg/dl with small to moderate ketones. After the alarm, the customer would change the supplies. A bolus and insulin injections were used to address the bg level. After the last occlusion alarm, a system check showed that the occlusion may be within the cartridge and the customer reported that the insulin appeared to be gelled on more than one occasion. The customer was to change the supplies on the pump.